Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise on atrial and ventricular shock and high pacing threshold. Moreover, nothing on pace or sense on electrogram (egm). Also, the lead impedance was stable. Boston scientific technical services (ts) discussed on how to see noise on shock egm with isometrics. The health care professional (hcp) had programmed the device to see on how much pacing was needed and discussed that there was no issue observed with ventricles. Ts suggested on programming the atrial tachycardia discriminators off. This ra lead was surgically abandoned. No additional adverse patient effects were reported.